Event description:
It was reported that the patient underwent an original artificial urinary sphincter (aus) implantation surgery, due to an unspecified reason. The patient was implanted with an aus consisting of a 4.5 cm cuff, pump and balloon. It was also reported that the patient was implanted with a sling device prior to this procedure. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.